Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information is not available for this report. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that a knife was dull during cataract surgery. An alternate knife was obtained in order to complete the procedure. There was no impact to the patient. Additional information is not available for this report.

Manufacturer narrative:
One opened knife sample was received in a foam protector for the report of having a dull blade. The returned sample was visually inspected and was found to be nonconforming with a dull cutting edge near the tip of the blade. Penetration testing could not be performed due to the blade was damaged when trying to remove the blade from the handle. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are two additional complaints associated with the lot for the reported issue. The sample was visually nonconforming, but could not be tested functionally due to it being damaged therefore, the exact root cause could not be determined from the investigation performed. The inspection procedures have been reviewed and defects such as dull cutting edges are to be removed from the lot and scrapped. Investigation photos of the returned sample have been be reviewed with the applicable production personnel to raise awareness of this issue and documented on the facility's review training form. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).